Event description:
A physician reported to sysmex on (B)(4) 2009, that a pt received a platelet transfusion based on a low platelet result of 79 10^3/ul which had not been flagged by their xe-2100 automated hematology analyzer (serial number a1511). The test date was (B)(6) 2009. On (B)(6) 2009, the hospital blood bank questioned the result of 79. The testing they performed also had low platelet results on the analyzer, but they performed a manual slide review of the sample and saw moderate platelet clumping, with an estimate of >200k. The laboratory retested the original sample on their xe-2100 and xt-2000i analyzers, and the samples were flagged "positive" with platelet messages "plt clumps?" And "thrombocytopenia". The blood bank determined that this pt had in vitro pseudothrombocytopenia in edta anticoagulant, and determined that any platelet results from this pt must be obtained from a citrate tube and not edta. The pt's condition as of (B)(6) 2009, as reported to sysmex by the physician, was fair.

Manufacturer narrative:
The device was evaluated by the MFR. The field service rep (fsr) went on site to evaluate the instrument in response to the reported event. The fsr printed instrument data (background counts, reagent log, error log and flagging criteria) and provided it to the investigator for eval. The investigator reviewed the instrument data and pt result info. The incorrect platelet result generated on (B)(6) 2009 indicated that the instrument had flagged the result as "negative" with no other flags, meaning that the result could be released without further review. For this particular platelet result, the "plt clump" flag was at 40. The "plt clump" flag would be generated at the analyzer default setting of 100, or on this analyzer if the value was above 150. Therefore, the sample did not meet the threshold to flag for the presence of platelet clumps. The xe-2100 automated hematology analyzer, introduction: 14 possible sample interferences (page 1-24), lists pseudothrombocytopenia as a potential interference that could cause a falsely low platelet result. The investigation concluded that the likely cause for the incorrect platelet result that was reported was due to interference as a result of pseudothrombocytopenia, which is clearly listed in the analyzer operator's manual. The device operated according to specs. Method eval code: eval of pt data provided by the hosp.